Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All information was investigated based on the information provided and per the physician, the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (dilated atrium/ventricle) and the procedural circumstances of poor image quality. The reported unchanged mitral regurgitation (mr) appears to be likely due to the slda. It should be noted that while the mr ultimately remained unchanged, the reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One ntr clip delivery system (cds) was implanted, reducing mr. In an attempt to further reduce mr, an xtr cds was implanted. However, after the clip was implanted and the steerable guide catheter (sgc) was retracted into the right atrium (ra), the ntr clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. It was noted that imaging was very poor, causing the clip to be difficult to visualize while grasping. No additional clips were implanted as the physician felt the clip was stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.